Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, self test and occlusion test. Device was monitored and functioning properly. Hardware low-level failures alarm confirmed in the insulin pump history due to broken trace.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was alleging over delivery and had experienced hypoglycemia. Customer¿s blood glucose level was unknown at the time of incident and the current blood glucose level was 297 mg/dl. Customer stated that the insulin pump passed the self test for hardware low level failure error. 258 customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer reported auto mode was automatically delivering insulin at the time of low blood glucose event. Customer was neither in emergency room nor admitted into hospital nor was emergency medical service dispatched as a result of low blood glucose event. Customer stated that the insulin dripped from end of set before connecting at their site. Customer experienced multiple blood glucose level such as 258 mg/dl and 70 mg/dl. Customer stated that the insulin pump had power error detected. Customer was able to successfully clear the alarm and were able to rewind the insulin pump. The device will be returned for analysis.